Manufacturer narrative:
B3: event date unknown. E1: phone (B)(6) d4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed the entire device worn, battery compartment and battery door damaged. Liquid residue (fluid ingression) was also found on the downstream occlusion (dso) sensor, battery door, battery compartment, remote dose connector, and ac adapter connector. The dso gasket also had an air bubble. The event history log could not be read dur to the fluid ingression. Functional testing was able to replicate the reported issue; the error code started as soon as the pump was tuned on. The root cause was determined to be fluid ingression (main board damaged). Actions were not determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited system error 45985. The error could not be resolved even by removing the power source and restarting. It is unknown if there was patient involvement, no adverse patient effects were reported.